Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager was not detected on a bus, and no medication record was captured because of this issue. The user stated that the nurses used the key to remove medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not detected on a bus as pyxibus cable was not seated well. A field service engineer replaced the external pyxibus cable and rebooted the unit. Functionality could not be fully verified in the hardware test application (hta) because the wall ethernet connection was loose, and the customer confirmed that a ticket had already been submitted to their local information technology (it) team. The application was then launched, and remote manager did not fail, allowing the customer to access the refrigerator without any issues. The system functioned as intended after the field service engineer repaired the device.